Event description:
The pt reported coupling issues between the implant and the external equipment. An advanced bionics rep performed device eval. It was verified that the implant was too deep. During a pocket revsion procedure, the surgeon decided to replace the implant with a new advanced bionics spinal cord stimulator.